Event description:
Stage ii cutaneous patient burn isolated to surgical site. Three unsuccessful attempts were made to contact the user facility for additional info concerning the treatment (if any) for the burn.